Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the intermittent loss of central monitoring of telemetry data with absent traces without expected leads off or other inops. No patient harm was reported.